Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted recurrent call service alarms that could not be cleared.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump¿s history showed on call service alarm with high force due to occlusion during prime. The time and date were accurately set at the start of investigation. The pump was able to be primed and exercised with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.